Manufacturer narrative:
(B)(4). The customer returned one guidewire and catheter for analysis. Definite signs of use were observed in the form of dried biological material within the extension line. The guidewire was returned advanced through the catheter. Visual analysis of the guidewire revealed that it contained one kink with offset coils near the distal end. Deformation was also observed at the distal tip of the catheter. The guidewire was removed from the catheter to further analyze the components. Once removed, significant biological material was observed on the proximal end of the guidewire. Microscopic examination confirmed the damage to both the guidewire and catheter. Both welds on the guidewire were present and appeared full and spherical. The kink/offset coils in the guidewire measured at 36mm from the distal end. The guidewire length measured 338mm, which is within the specification limits of 331mm - 339.8mm per the product drawing. The outer diameter of the guide wire measured 0.620mm, which is within the specification limits of 0.610mm-0.635mm per the product drawing. The catheter body length measured 124mm, which is within the specification limits of 122mm - 126mm per the catheter product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire." The guidewire was advanced through the returned catheter, and the undamaged portions of the guide wire were able to pass with little to no resistance. Major resistance was experienced at the locations of the kinks and at guidewire locations with significant amounts of biological material. Large amounts of biological material were observed on the guidewire and within the catheter. The observed biological material likely caused or contributed to the resistance experienced by the customer. A manual tug test confirmed both welds were fully secured onto the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The complaint was confirmed based on investigation of the returned sample. Visual analysis revealed one kink/offset coils near the distal end of the guidewire. Large amounts of biological material were observed on the guidewire. The components passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that: "insertion of arterial catheter on the right femoral site, right femoral arterial puncture under ultrasound control then insertion without any difficulties with the swg, then insertion of the catheter over the swg but then impossible to remove the swg despite several attempts to reorient the device. Solution found: complete removal of swg and catheter together. Hematoma formed at puncture site requiring insertion of arterial catheter in contralateral femoral artery. Catheterization of the contralateral femoral artery complicated by hemorrhagic shock. Patients current condition is reported a critical."

Event description:
It was reported that: "insertion of arterial catheter on the right femoral site, right femoral arterial puncture under ultrasound control then insertion without any difficulties with the swg, then insertion of the catheter over the swg but then impossible to remove the swg despite several attempts to reorient the device. Solution found: complete removal of swg and catheter together. Hematoma formed at puncture site requiring insertion of arterial catheter in contralateral femoral artery. Catheterization of the contralateral femoral artery complicated by hemorrhagic shock. Patients current condition is reported a critical."

Manufacturer narrative:
(B)(4).